Event description:
It was reported that a patient's settings were found to be different than what was intended during a routine office visit. The physician stated that the patient was programmed to 2.25/20/250/30/1.8; however, when she returned to the office a few months later, output current was changed to 0 ma. The physician stated that systems diagnostics were performed at the visit prior to the setting change. The exact results were not provided. A copy of the physician's flashcard was received, however, there was no indication that the settings changed or record of diagnostics being performed.